Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the scope cylinder and up/down/right/left knob had discoloration. It was also noted that the grip and switch box had a scratch. There was corrosion noted throughout the device due to water leakage and water tightness was lost due to deformation of the scope connector. The insulation resistance value at the distal end did not meet standard value due to a crack on the plastic distal end cover and the cover of the light guide bundle was damaged. The plastic distal end cover had a chip and the connecting tube had a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera ii colonovideoscope had distorted image due to fiber optics damaged. Inspection and testing of the returned device found that the connecting tube had foreign objects. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the scope connector. Subsequently, the materials were not possibly eliminated. A further cause of the leakage could not be presumed. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use (IFU): detection methods are written in IFU: evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.